Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 191 mg/dl. The customer stated that she did not believe the issue was with the insulin pump causing her to have high blood glucose; she thought that it was due to stress with her moving. She noted that when she changed the battery, the insulin pump did not turn on. She stated that she tried another battery, which still did not work. She stated that on the third battery, she warmed it with her hands before inserting it, since it had been in the refrigerator. By the end of the call, she declined further troubleshooting and stated that she did not need any further assistance. Nothing further reported.